Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that after insertion of the catheter, the catheter was trimmed. When connecting it to the fitting, after a ¿click¿ was heard, the operator checked if the connection was firm with a pull of the fitting, then the fitting was disengaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ complaint history review, ¿ DHR records, ¿ sample analysis, ¿ review of risk documentation and ¿ labeling review. Based on a review of this information, the following was concluded: the complaint of a faulty groshong connector is inconclusive due to the state of the returned sample. One 4 fr groshong nxt two-piece connector was returned for evaluation. The connector was returned assembled and no damage was found on the returned sample. The connection of the two-piece connector was found firm and was to be able to be disassembled by hand with moderate force, and an audible click could be heard when reassembling the connector. The complaint of difficulty connecting a two-piece connector could not be confirmed because the groshong connector was returned assembled and the connection was found to be firm. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that after insertion of the catheter, the catheter was trimmed. When connecting it to the fitting, after a ¿click¿ was heard, the operator checked if the connection was firm with a pull of the fitting, then the fitting was disengaged. The fitting was replaced with a new one.